Event description:
A report was received that the patient was having difficulty charging the ipg as the ipg was tilted. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was having difficulty charging the ipg as the ipg was tilted. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was having difficulty charging the ipg as the ipg was tilted. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient was unable to charge as the ipg was too deep and was not in a position. The patient also had a previous surgery wherein electrocautery was most likely used. It was believed that the patient was able to charge the device with adhesive patches. The patient was doing well and charging was appropriate.

Manufacturer narrative:
Additional information cannot be obtained regarding the revision procedure.